Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the patient was brought to hospital via ambulance due to a poor physical condition and nausea and died "not long after that." Further reported there was no pacing failure or arrhythmias and there is no allegation from the attending physician that the death was device related. It was later reported the cause of death is considered to be exacerbation of heart failure. Follow up later reported the last device clinic visit had been a month prior to death. No autopsy was performed and the device system will not be returned.

Event description:
It was reported the patient was brought to hospital via ambulance due to a poor physical condition and nausea and died "not long after that." Further reported there was no pacing failure or arrhythmias and there is no allegation from the attending physician that the death was device related. It was later reported the cause of death is considered to be exacerbation of heart failure.

Event description:
It was reported the patient was brought to hospital via ambulance due to a poor physical condition and nausea and died "not long after that." Further reported there was no pacing failure and there is no allegation from the attending physician that the death was device related. The cause of death has been requested and not received.